Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician was revising a failed construct which was an adjacent level failure for which they were putting in bigger screws. Surgery included putting in an inter body cage at l5-s1 and removal of a 6.0 x45 cortical fixation screw at l4 right side. A new 7.0 x 50 cortical fixation screw was replacing. On insertion of the concomitant device new screw, the driver tip sheared off in the screw head. The screw was not fully seated in an optimal position, being proud 5 plus millimeters. After extensive attempts to get the screw to seat further and pull out, the physician had to opt to cut the screw head off with a burr. The screw head was removed but the shank was not able to be removed. The physician opted to continue surgery, going over the top of screw shank with rod attached to l3 through s1. The screw head was removed from the patient. The difficulty resulted in a delay of one hour to the procedure.

Manufacturer narrative:
Visual verification of the returned viper universal polyaxial driver revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided. Review of the device history record found no issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. As such, product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted and the device has been reviewed as a part of post market surveillance activities with no design actions required as a result. Complaint trends will continue to be monitored as part of post market surveillance activities. Although the root cause of the polyaxial screwdriver tip becoming fractured cannot be positively determined, scanning electron microscopy fracture analysis results show evidence of a quasi-static torsional shear failure starting at the hex lobes and is extended around the center of the shaft. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this polyaxial screwdriver. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.